Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the subject otv-s7proh-hd-12e, because the user has not returned the subject otv-s7proh-hd-12e to omsc. Omsc asked for the user to provide with more detail information regarding the reported flickering of endoscopic image, but the user has not responded. Omsc confirmed that a similar complaint occurred in the past, as a result of the investigation for the past complaints. Omsc confirmed that a flickering of endoscopic image was occurred by the following mechanism, as a result of the investigation for the past similar complaint. The gnd potential was fluctuated by the influence of the electronic shutter signal. Fluctuated the gnd potential was affected the ccd driving signal, and a flickering of endoscopic image occurred. However, it is unknown whether this event is same as a past similar complaint, because omsc could not investigate the subject otv-s7proh-hd-12e and received detail information regarding the reported phenomenon. The root cause of this event could not be conclusively determined, because omsc could not investigate the subject otv-s7proh-hd-12e and received detail information regarding the reported phenomenon. However, omsc surmised that there was a possibility that the cause of the reported flickering of endoscopic image was the followings in theory. The communication between the subject otv-s7proh-hd-12e and the video processor was unstable, since any foreign substances or liquid adhered at the connecting part of the video processor and the subject otv-s7proh-hd-12e. The signal of the endoscopic image was influenced by the external noise caused by the electrosurgical devices which generate high frequencies. The subject otv-s7proh-hd-12e might have any malfunctions. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject (B)(6) has not been returned to omsc. The subject (B)(6) will not be returned. Omsc confirmed the device history record of the subject (B)(6), and there was no irregularity found. The (B)(6) instruction manual states the corresponding method when there is an abnormality for the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
The followings were reported to olympus medical systems corp. (Omsc). Regarding this event, omsc has not received information related to the patient¿s injury. During an unspecified procedure, flickering of the endoscopic image was occurred. The user replaced the subject (B)(6) with the spare device, and the phenomenon was resolved.